Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unsuccessful disc surgery. The rep reported that the patient lost stimulation on one side. The rep reported that at 3v multiple contacts were greater than 4,000 ohms. The rep reported that impedances were measured and the battery status was checked: 2.52v, status ok, 45-90% capacity remaining. The rep reported that contacts 0-3 were ¿ok¿ and 4-7 were ¿not good.¿ the rep reported that the clinician programmer said the patient had 2 leads but they weren¿t using any contacts on 4-7. The rep also reported that the patient had a loss of efficacy in the left leg over the last year and in the right leg over the past 5 months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances, loss of stimulation on one side and loss of efficacy wasn¿t determined. The rep reported that it was possible only 1 lead was implanted but two listed in the battery information leading to the high impedance reading. The rep reported that the account would be scheduling a full system revision and the date was to be determined. The issues weren¿t resolve at the time of the report. No further complications were reported.